Event description:
Patient came over to CT scan for imaging of the chest. Patient's scan required an injection. Patient was injected with contrast and the ge scanner failed to trigger scan for imaging due to known tube failure. The patient had to be reinjected and the scan be completed again.